Manufacturer narrative:
This device is currently in service and not available for return.

Event description:
It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the patient failed to convert during an induction attempt but successfully converted on additional testing. Imaging was performed which identified suboptimal device and electrode positioning and a revision procedure was scheduled for the electrode. The night before the revision procedure the patient received an inappropriate shock due to oversensing of noise. The electrode was repositioned and successfully passed all testing. No additional adverse patient effects were reported.